Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference .

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 135-165mg/dl. Performed back to back blood tests at the time of the call - 599mg/dl and 555mg/dl (had been more than 2 1/2 hours since her last meal). Last 5 blood results in memory: hi, hi, 535mg/dl, 469mg/dl, 420mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads 135-165mg/dl. Performed back to back blood tests at the time of the call - 599mg/dl and 555 mg/dl (had been more than 2 1/2 hours since her last meal). Last 5 blood results in memory: hi, hi, 535 mg/dl, 469mg/dl, 420 mg/dl. No adverse event reported.